Event description:
It was reported that intermittent a pump unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.